Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (08/2022). The catalog number identified has not been cleared in the us, but is similar to e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for e-luminexx biliary stent products are identified.

Event description:
It was reported that during the stent placement through percutaneous transhepatic cholangial drain (ptcd), the sheath allegedly entrapped with guidewire and difficult to remove. The procedure was completed after the release was succeeded. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2022), g4. H11: d4 (corporate lot no). H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for e-luminexx biliary stent products are identified in d2 and g5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement through percutaneous transhepatic cholangial drain (ptcd), the sheath allegedly entrapped with guidewire and difficult to remove. The procedure was completed after the release was succeeded. There was no reported patient injury.